Manufacturer narrative:
The product has been received for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer' received multiple altitude alarms. There was no impact to customer's blood glucose level.